Manufacturer narrative:
The reported event involved the infusion pump s/n I(B)(6) and sidecar s/n (B)(6). The available information does not reasonably suggest that either device malfunctioned, as there is no evidence of a malfunction. Specifically, after the initial report, the device history log was downloaded and reviewed for operational details. The history log indicated user error when loading the infusion set, logging a "check door-freeflow" alarm, and documenting a possible over-infusion of propofol. According to the biomedical engineer, the user switched the same line from channel a to channel b after the alarm was received. It is highly probable that if the user had the flow stop clamp open and the distal clamp was not closed, the pump was inadvertently allowed to free flow. Feedback was provided to the customer. In response, in-person refresh training for the clinical personnel has been offered. The most probable root cause of this event is user error in loading the infusion set. The customer confirmed that no serious harm occurred to the patient. However, since the reported event resulted in medical intervention with boluses of epinephrine, norepinephrine, and saline solution for stabilization to preclude or prevent permanent impairment, iradimed is reporting this event.

Event description:
It was reported to iradimed that the customer experienced a free-flow event, resulting in an over-infusion of propofol. According to the biomedical engineer, the user setting up the unit encountered a 'check door' error on channel a. They then uninstalled the IV set and switched from channel a to channel b. It is unclear whether there was also a 'check door' error on channel b, but the user couldn't clear the alarms, resulting in the entire container being over-infused. Although the patient did not suffer harm, medical intervention with boluses of epinephrine, norepinephrine, and saline solution was required for stabilization. The MRI had to be rescheduled.